Event description:
It was reported that this implantable pacemaker was explanted and replaced due to having entered in safety mode, additionally noise was observed on the right atrial channel and high out of range pacing impedance measurements were observed on the right ventricular channel. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was explanted and replaced due to having entered in safety mode, additionally noise was observed on the right atrial channel and high out of range pacing impedance measurements were observed on the right ventricular channel. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.

Event description:
It was reported that this implantable pacemaker was explanted and replaced due to having entered in safety mode, additionally noise was observed on the right atrial channel and high out of range pacing impedance measurements were observed on the right ventricular channel. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.